Event description:
It was reported that pump displayed cartridge change error during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, checked that cartridge o-ring was intact, removed extra o-ring from pneumatic tap, cleaned area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed.